Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: a distal segment of the lead was returned. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were "abnormally" high thresholds in the left ventricular (lv) lead. The lv lead was capped and the patient subsequently developed a chronic infection of the system and pocket. The lv lead was removed. The patient was reported to be enrolled in the starfix extraction clinical study. No further patient complications have been reported as a result of this event.